Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Other contact email:(B)(6). Customer reported the top screen was the wrong color. The getinge fse confirmed the issue and replaced the lcd display and then tested the unit. Equipment works to specs. The pcb upper display monitor was used for troubleshooting.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump(iabp) display goes blank. There was no patient involved.